Event description:
It was reported that pump displayed malfunction alarm with code malf 12 and fault ID 0x2071, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully reset it with no recurrence of the malfunction, and was advised to continue using pump and call back if the malfunction returned, which customer acknowledged and understood.